Manufacturer narrative:
Conclusion: the device history records were reviewed. The device met all manufacturing specifications for final product release and no issues were identified that would have impacted this event. There is no indication of a potential manufacturing issue, device misuse or a quality deficiency. Still pictures of cine included with the complaint were reviewed and an aortic root image showed the pigtail catheter in the non-coronary cusp (ncc). The fluoroscopy load check for the valve confirmed a good load. The valve was 2/3 deployed and appeared constrained. The valve was fully deployed, and the frame appeared constrained on the ncc side. The implant depth was difficult to determine but the bottom of the valve looked higher than the pigtail catheter the angiographic review concluded that prior to the implant of the valve into a bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. The final depth of the fully deployed valve appeared to be approximately 2-3 mm above the annulus. The valve appeared constrained but the presence of paravalvular leak (pvl) could not be confirmed or denied. A post-implant bav was performed and the valve was seen to be dislodged above the annulus. The cause for why the valve did not fully expand and how it dislodged could not be determined from the images. The implant of the second valve was confirmed to be successful. The provided CT images also confirmed that there was calcium fusing the right and non-coronary cusps. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). Even though a pre-implant balloon aortic valvuloplasty (bav) was performed, the patient¿s severely calcified native valve may have contributed to the incomplete expansion of the bioprosthesis. Paravalvular leak can be caused by a variety of factors such as, valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl was most likely attributed to the valve being under-expanded. Based on the cine review, a root cause for the valve under-expansion and reported pvl could not be determined. In an effort to mitigate the pvl, a post-implant bav was performed and it was reported that the valve dislodged above the annulus. Potential factors that can influence a valve to dislodge include tension applied on the dcs during positioning, calcification levels in the native vessel, or compliance of the aorta and native vessels. It is possible that the dislodgement was attributed to the interaction between the balloon and valve. However, an assignable root cause for the dislodgement could not be determined from the images provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a severely calcified native, type I, bicuspid valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22mm x 40mm balloon. After full deployment, the valve would not fully expand and severe paravalvular leak (pvl) was noted. A post-implant bav was performed with a 19mm x 32mm non-medtronic balloon. During the post-implant bav, the valve dislodged above the annulus. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.